Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the pump was scheduled to be replaced on (B)(6) 2017, and the patient's weight was unknown.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The device explanted and returned to the manufacturer for analysis. No further complications were reported as a result of the event.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and con centration not reported, and morphine 20mg/ml at 8mg/day via an implantable pump. The indications for use were non-malignant pain and arachnoiditis. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump stalled last night, (B)(6) 2017 and recovered at 6:00 am this morning (B)(6) 2017. There were no reported symptoms. It was noted that the patient was coming in for a refill next thursday, (B)(6) 2017 and the company representative would be talking with the managing healthcare provider at that time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump stalled again and they would replace the pump as soon as possible. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.